Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the pilot balloon was disconnected from the tube, at the insertion site. A leakage was present. The patient developed an infiltration of the right lower lobe. Intervention - mechanical ventilation and antibiotics for 2 days.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed on lot number 15ct06 and no issues were found. The products met release specifications. The sample was returned for evaluation. A visual exam was performed and it was observed that the white pilot balloon was missing. The side arm area was examined under 10x magnification. It was observed that 6mm of the inflation tube was inside the air lumen. The inflation tube detached from the main tube on the complaint device after intubation. The detachment was most likely due to mishandling the device during intubation, although this could not be confirmed. During the manufacturing process, the device undergoes 100% inflation and deflation testing, along with leak testing; therefore a defect of this type would be detected prior to release.

Event description:
The customer alleges that the pilot balloon was disconnected from the tube, at the insertion site. A leakage was present. The patient developed an infiltration of the right lower lobe. Intervention - mechanical ventilation and antibiotics for 2 days.